Manufacturer narrative:
Block h6. Device code a1702 is being used to capture the reportable event of anchor exchange failure to retrieve anchor.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during a peroral endoscopic myotomy procedure performed on (B)(6) 2025. During the procedure, the physician was unable to transfer the suture. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a1702 is being used to capture the reportable event of anchor exchange failure to retrieve anchor. Block h11: the returned overstitch endoscopic suture system was analyzed. No visual or functional damage was detected during the functional test. Based on all gathered information, the probable cause selected is no problem detected, since the reported event could not be confirmed and any problem was detected during the visual and functional test. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during a peroral endoscopic myotomy procedure performed on (B)(6) 2025. During the procedure, the physician was unable to transfer the suture. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.